Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been shaking since about a week ago and they were not sure if there was something wrong with the recharger or the programming of the implantable neurostimulator (ins). The patient stated the recharger was working just fine when they had charged their ins 3 weeks ago. The caller stated they had not charged their ins since then until today when they charged this morning and received the ins full battery complete screen. Call agent had the caller begin a charging session. The caller stated there were 8 coupling boxes filled in and the ins battery level appeared to be 75% full with the remaining 25% flashing. The caller stated the recharger battery level appeared to be 25%. Patient services (ps) reviewed to charge the recharger and that the recharger was functioning as intended. Ps had caller check status with patient programmer. Therapy was off, and the ins was ok at 100%. The caller was assisted with turning the patient's therapy back on. When therapy was turned back on, the patient made a loud noise, and stated they felt like their hands were on fire at first and it really hurt. The caller confirmed the patient was not harmed. Soon after, the caller stated the patient was not having anymore discomfort or pain, and that "it did the trick" as they were a lot more coherent and they were not shaking like they were before turning therapy back on. It was unknown whether the issue was resolved and the patient was redirected to follow-up with their healthcare provider.